Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. Upon eval, there was corrosion on the battery board inside the charger/modem. The cause of the inability to recognize a battery pack is the corrosion. The cause of the corrosion is contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/ modem.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the charger/modem would not recognize when a battery was inserted. The patient was issued a replacement battery pack.